Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit and was able to duplicate the reported issue. The fse observed that the solenoid k6 was stuck, and replaced the drive manifold to resolve the issue. All calibration, functional and safety tests were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.